Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not be performed, the customer did not accept the price of the repair. The device was returned to the customer un-repaired. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was an intermittent low sensing, the main printed circuit board was out of specification, calibration did not fix the issue. However the customer did not accept the price of the repair. The device was returned to the customer un-repaired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not pace normally. The epg was returned to the manufacturer for servicing. There was no patient involvement.